Event description:
On 10/26/94 pt had a colostomy using the hartman procedure. Rectal stump failed postoperatively secondary to staple failure and mucous collection. On 11/10 pt returned to or for drainage. MFR's engineers present during operative procedure.